Event description:
Baxter reported leakage around the twist clamp of a transfer set. During eval, the root cause was determined to be broken occluder feet. No pt injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate the confirmation of broken occluder feet. Renal prod surveillance, quality engineering, and plant mfg will continue to monitor this prod line and take corrective/preventative action as appropriate.